Event description:
A report was received that the patient underwent an ipg replacement for an unknown reason.

Event description:
A report was received that the patient underwent an ipg replacement for an unknown reason.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Manufacturer narrative:
Additional information was received that the reason for ipg replacement was to change the precision ipg to spectra ipg for additional ports. The patient was able to gain full coverage.